Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge onto the pump. Reportedly, the customer had loaded the cartridge with 220-240 units of insulin. It was reported that the customer was able to successfully reload the cartridge. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer has a backup pump and manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged minimum fill issue was identified in the pump logs; however, no failure was identified. Additionally, the reported malfunction was verified.